Event description:
It was reported that the right ventricular (rv) lead dislodged due to the patient's weight. The system was subsequently explanted and will be replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer tubing overlay was breached cut, and exhibited blood ingression. Blood was found on the distal end of the electrode, and the lead exhibited apparent explant damage. (B)(4).